Event description:
It was reported that the patient experienced an allergic reaction after device insertion. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive sheath was used. The farawave catheter, faradrive sheath, and rosen guidewire were inserted into the patient. Prior to any applications poor perfusion was observed by the anesthetist who notified the physician. The patient's heart rate (hr) remained stable. An unknown allergic reaction was diagnosed. A 14fr dilator was used to dilate the femoral vein. The patient was administered inotropic steroids; afterwards the patient stabilized and the procedure was able to be completed with the same equipment. The patient was admitted to the intensive care unit (ICU) overnight for observation and lab draws were performed to identify a mechanism for the allergic reaction. The physicians believe it was most likely a latex allergy, but this was not confirmed. The patient is expected to fully recover. The patient was discharged from the hospital the following day.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced an allergic reaction after device insertion. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive sheath was used. The farawave catheter, faradrive sheath, and rosen guidewire were inserted into the patient. Prior to any applications poor perfusion was observed by the anesthetist who notified the physician. The patient's heart rate (hr) remained stable. An unknown allergic reaction was diagnosed. A 14fr dilator was used to dilate the femoral vein. The patient was administered inotropic steroids; afterwards the patient stabilized and the procedure was able to be completed with the same equipment. The patient was admitted to the intensive care unit (ICU) overnight for observation and lab draws were performed to identify a mechanism for the allergic reaction. The physicians believe it was most likely a latex allergy, but this was not confirmed. The patient is expected to fully recover. The patient was discharged from the hospital the following day. It was further reported that the allergic reaction was caused by the latex gloves used by the staff during the procedure and was unrelated to the devices used or the pulse field ablation (pfa) procedure itself.

Manufacturer narrative:
It was further reported that the allergic reaction was caused by the latex gloves used by the staff during the procedure and was unrelated to the devices used or the pulse field ablation (pfa) procedure itself. The event is no longer considered reportable by boston scientific.